Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a high blood glucose level of 400 mg/dl. They did a bolus but their blood glucose level kept going higher. The customer stated the cannula was bent. The customer declined further troubleshooting for the high blood glucose because it had come down. The device will not be returned for analysis.